Event description:
It was reported that prior to implant a message appeared to contact technical services for a longevity analysis. This device was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis found that the device was programmed out of ship settings which could allow the capacitor maintenance to drain the battery. The device was tested on the bench and our automated testing equipment. The device functionality met all test specifications. No anomalies were found. The cause of the reported field event of longevity anomaly could not be determined.